Event description:
Failure to alarm nursing staff reported that dressing had leaked extensively yet pump was not alarming.

Manufacturer narrative:
Additional investigation in-progress, results of the investigation will be provided in a supplement report.

Manufacturer narrative:
The reported complaint was not confirmed upon evaluation of the returned device. An evaluation was conducted on the pump as per "renasys go performance and safety check¿ (rq-05 [um01071], most current revision). The device passed all physical and functional testing conducted. Although the device was found to be working within specifications, and no harm was caused to the patient; smith & nephew has issued car02714 as a result of similar complaints to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.

Event description:
Failure to alarm nursing staff reported that dressing had leaked extensively yet pump was not alarming.